Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident. The esu and a bipolar hemostasis probe was used to treat an arteriovenous malformation (avm) in the sigmoid colon. The settings for the generator were bipolar soft coag mode, effect 2, 20 watts. Nine (9) days post the procedure, surgical intervention was performed to address a perforation in the sigmoid colon (note: ischemia was noted in the area of the treatment/perforation site).

Manufacturer narrative:
The esu was returned and thoroughly evaluated. The generator was found to be functioning as intended. Specifically, a technical safety check was performed on the unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications on the esu. In addition, no anomalies were found in the device history record (DHR). In conclusion, no equipment problem was found that would have caused or attributed to the event. Most likely there were many factors involved in the reported event. However, it appears that upon the intervention work to address the arteriovenous malformation (avm) in the sigmoid colon, ischemia occurred. With a reduction in blood supply in the treated area, the remaining tissue of the bowel wall did not stay intact which resulted in the perforation. Nonetheless, no conclusive determination could be made as to the cause of the incident. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work will be offered to the medical staff at the hospital. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.